Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. No rewind anomaly noted during testing. The device was received with scratched lcd window and broken reservoir tube lip.

Event description:
The customer reported that insulin squirted out during the manual prime process and the insulin pump was stuck in the prime loop. The blood glucose reading was 213mg/dl. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.